Event description:
The customer reported that the insulin pump was alarming her reservoir was low even though the reservoir was full. The customer was hospitalized due to her high blood glucose. Her actual blood glucose level was not reported. The customer did not have symptoms related to her high blood glucose. She wore her insulin pump at the time of hospitalization. The displacement test failed. The insulin pump kept alarming no delivery even though the reservoir was not inside the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test. No unexpected no delivery alarm noted. The low reservoir alarm functions properly. No unexpected low reservoir alarm noted during testing. The units remaining in the status screen matches the test reservoir volume. Unit had cracked reservoir tube lip. The motor was tested outside of the device and passed.